Event description:
An alarm referred to as alarm 2 followed by alarm 26 was reported by the customer. The impact on the customer's blood glucose level was unknown, as the caller declined to provide specific information. To resolve the issue, the customer changed the soft cannula infusion set and cartridge, then resumed insulin delivery using a new infusion set and cartridge. No additional assistance was needed, and the case was closed by technical support.